Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the puncture has been for half a year. After chemotherapy, it was found that the catheter was damaged in the body during the PICC maintenance in the outpatient department, and the chemotherapy drug extravasation was found due to pain and induration of the skin.